Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: (B)(4) samples were returned for evaluation. All samples were submerged tested for holes in the tubing with no defects detected. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5036777. Conclusion: bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that the tubing of a bd vacutainer® safety-lok¿ blood collection set with luer adapter 23 g x 0.75 had a leak which prevented blood from reaching the bottle. No injury or medical intervention reported.